Event description:
It was reported the patient began to experience stomach swelling and clear fluid had been repeatedly drained from the site. Around this time, the hcp implemented antibiotics. Approximately 6 weeks later, fluoroscopic images were obtained and found a spinal fluid leak in the abdominal area. On (B)(6) 2011, the patient underwent a surgical procedure to explore why pump was leaking. During the procedure the catheter was reattached. The medication dose was reduced to 0.5¿mg at the surgery and gradually increased up to 12mg over 4 weeks. The pump was used to deliver dilaudid, bupivacaine (marcaine), and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).